Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing and pacing inhibition. There was no asystole. Insulation damage was observed. This lead was capped and replaced with a new ra lead. No additional adverse patient effects were reported.